Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (20 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was seeing an 8286 (empty reservoir) code on her ptm (personal therapy manager). She started to hear the alarm yesterday ((B)(6) 2019), and then encountered the code today ((B)(6) 2019). She was due for a pump refill. It was scheduled for the day after tomorrow ((B)(6) 2019). No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-jul-2019 from a healthcare professional (hcp) who reported that the cause for the empty pump alarm occurring before the pump was scheduled to be refilled was ¿patient had a residual of 5 cc¿s in pump¿. Per the hcp, the ¿pump was not truly empty¿, and the ¿device is working¿. No further complications were reported/anticipated.